Event description:
Graft was implanted on the event date. This graft was explanted one month after the event date due to a leak at the superior attachment system. The surgeon discovered post implant, that the leak was due to a small aneurysm at the renal arteries that did not show up on CT.